Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the laparoscope exhibited the damaged the fiber bonding in the outer tube area (distal end), the plug of the video cable section was damaged, and the light guide bundle of the video cable section was broken and therefore the light transmission is lost or too low. There was no patient involvement.